Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the patient infection and the subject device could not be identified. In addition, since it was unknown that the patient had creutzfeldt-jakob disease, the device used on this patient was used on other patients according to the standards of the user facility and olympus. A root cause of this report incident could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a gastroscopy was performed on a patient that had shown symptoms of creutzfeldt-jakob disease (cjd) (which were recognized on neurology, but the disease was not precisely determined). After three months, the physician was informed that cjd was confirmed at autopsy in the patient who died. The physician was asked to take the device out of service and dispose following the local law regarding disposing of devices affected. No reports of any other affected patient.

Manufacturer narrative:
This device will not be returned and is expected to be disposed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.